Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: age, description of event or problem, medical products & therapy dates, evaluation codes patient code: no code available (3191) used to capture the surgical intervention, medical device removal. Corrected: patient identifier.

Event description:
Medical records received on 17 jun 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. On (B)(6) 2017, the patient underwent a left knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was grossly loose and the component was devoid of all cement. He noted a well cemented femoral component, though it was revised. The patella was revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6)2014, dor: (B)(6) 2017 (lt knee).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to tibial component loosening at implant to cement interface. Competitor cement was used. Legal claim and medical records received. Update aug 25, 2017: claim letter received. This complaint was updated on. Update sept 13, 2017: x-rays received medical records and claim letter reviewed 8-28-2017 and 9-13-2017. Primary operative notes (B)(6) 2014 indicate the patient received a left total knee replacement due to left knee degenerative joint disease. The procedure was completed without complication noted by the surgeon. Post-op xrays (B)(6) 2014 reveal left knee prosthesis appears well situated and well seated. It is indicated the patient fell on or around (B)(6) 2014. Xrays reveal implants in satisfactory alignment with no definite acute fractures or prosthetic loosening. It is indicated the patient fell during physical exam on or around (B)(6) 2017. Xrays reveal suprapatellar effusion. No acute fracture or dislocation. No destructive osseous lesion. No abnormal periprostatic lucencies. Revision note (B)(6) 2017 indicates the patient received a left total knee revision arthroplasty due to failed left total knee arthroplasty, loose tibial component. Description of procedure indicates the femoral component was well cemented. The tibial component was grossly loose, the cement was left behind and the implant was devoid of all cement. The procedure was completed without complication noted by the surgeon. Pathology report (B)(6) 2017 reveals tissue specimens to be dense fibroconnective tissue with chronic inflammation, no significant acute inflammation. Updated 9-26-2017.